Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B7): other relevant history unk. D4): device lot number, expiration date unk. Partial UDI populated. H3): a portion of the device was discarded, and a portion remained in the patient, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a pacemaker lead due to lead noise. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics glidelight laser sheath to attempt extraction, progress stalled within the vasculature. At that time, it was determined it was safer to abandon the lead. Therefore, the physician attempted to unlock the lld but was unsuccessful. The pacemaker lead and lld was cut and capped and remained in the patient. A new pacemaker lead was implanted, and the patient survived the procedure. This report captures the lld within the pacemaker lead which was cut and capped and remained in the patient.

Manufacturer narrative:
UDI related data quality updates only. D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. G3): on 11jul2024, the manufacturer received FDA email correspondence identifying a discrepancy in the UDI information (section d of the initial MDR). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.